Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.25 x 38mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.25 x 38mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.